Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure;system controller.causative or contributing factor: no specific contributing cause identified;intervention(s): switched controllers;type: lvad.